Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were performed. The patient condition was stable.

Manufacturer narrative:
Correction - d6a field completed for implant date.